Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801071, serial/lot #: unknown, h3, h6: a manufacturer representative went to the site to test the equipment. Testing revealed that the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the midas and passive planar blunt were having difficulties tracking during navigation. The spheres were swapped out on the passive planar blunt, and it was tracking as expected. The midas had difficulties tracking when the spheres were directly in line with the camera. A healthcare professional (hcp) swapped out 1-2 of the spheres, which did not resolve the issue. A manufacturer representative (rep) came on site and tested the midas, put on new spheres, and wasunable to replicate the initial complaint. There was a less than one hour surgical delay and no impact on patient outcome.